Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged endoscope connector plug. A definitive root cause could not be identified. Based on the results of the investigation, short circuit in the tower causing the differential to trip the most probable cause of the complaint was not determined. Additionally, for the remaining findings, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source had a short circuit in the tower causing the differential to trip. The issue was found during a during sedation for a diagnostic colonoscopy procedure for use that was completed with the same device. There were no reports of patient harm.